Event description:
It was reported that remote monitoring discovered that the right ventricular (rv) lead shock impedances had triggered an alert for high out of range values greater than 150 ohms, and increasing pacing impedance from 500 to 600 ohms. Technical services reviewed the remote data and provided suggestions for in clinic follow-up for lead integrity and potential of increasing the alert threshold. The lead remains in-service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically capped and replaced without sequela.

Event description:
It was reported that remote monitoring discovered that the right ventricular (rv) lead shock impedances had triggered an alert for high out of range values greater than 150 ohms, and increasing pacing impedance from 500 to 600 ohms. Technical services reviewed the remote data and provided suggestions for in clinic follow-up for lead integrity and potential of increasing the alert threshold. The lead remains in-service, and additional troubleshooting and plan of action for this patient was requested from the field. No adverse patient effects were reported.